Event description:
The patient presented with myocardial infarction. The left anterior descending (lad) artery was 95% occluded. It was not tortuous or calcified. A cypher stent was implanted at 10atm. The vessel was not pre-dilated. However, it was post-dilated with a powersail 13 / 2.75mm at 18atm. Two days later, the patient returned with an infarct and they found that the stent had 100% reoccluded. The physician was able to wire the lad. However, after several attempts to balloon the artery, there was no change in the occlusion and he abandoned the case.

Manufacturer narrative:
This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.